Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the 3rd party usb data cable. Physio observed that the device would intermittently lose power when the cable was manipulated. Physio provided the customer with a replacement 3rd party usb data cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cycled power by itself multiple times during a patient event. There were no adverse effects to the patient reported. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the removed 3rd party usb data cable and determined that the cause of the reported issue was that the 12-volt line had an intermittent short to ground. This resulted in a test device intermittently shutting off by itself unexpectedly and/or not powering on.